Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 3005188751-2015-00009. During an atrial fibrillation ablation procedure a pericardial effusion occurred. A livewire ep catheter was placed in the coronary sinus and a tacticath quartz ablation catheter was used for ablation. While ablation was being performed on the right pulmonary veins in the left atrium with the tacticath quartz ablation catheter, the patient's blood pressure decreased and an increased heart rate was noted. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed with a pericardial drain left in place which stabilized the patient. The patient was discharged home two days later. There were no performance issues with any sjm device used.

Manufacturer narrative:
Additional information: one 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.